Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the small battery drive device was sluggish. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was making an unusual sound while running and it failed the power test. It was further determined that an unknown liquid was found in the unit, internal components were corroded, the electric motor needed updating and the electronic control unit contacts were corroded as well. The assignable root cause was due to improper cleaning/ care and possible immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.